Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s sister reported her brother¿s implantable neurostimulator (ins) not longer held a charge. It was noted the device was ¿located under the skin¿ and that it was to assist with the patient¿s back pain through electric stimulation. The patient¿s sister was requesting information regarding physicians that could replace the ins. No further event information was reported; no complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.